Event description:
It was reported that the right ventricular (rv) lead superior vena cava coil (svc) was not being recognized by the new device. When the analyzer was connected to the rv tip, the impedance was greater than 4000 ohms. The physician capped the svc coil. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.